Manufacturer narrative:
Event eval: still under investigation.

Event description:
During eval in 2008, the top cap was difficult to remove. It took several attempts before the top cap released and then it covered the left renal, was partially covered. Unsure how the pt outcome is at this time.